Manufacturer narrative:
Two devices were returned for eval and bard is assuming that the eval provided is for the reported lab leak since the eval results indicates such. The 2nd iab eval indicates no malfunction (leak).

Event description:
2-3 minutes after insertion of the iab, blood in the tubing, decreased blood pressure and augmentation were noted. The iab was removed and replaced. No pt injury occurred as a result of this. The pt was reported to have expired later. No further details were provided.